Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the balloon catheter ruptured. The in-stent restenosed target lesion was located in the coronary artery. A 4.00 x 10mm flextome¿ cutting balloon¿ was selected for use. During the procedure, the balloon ruptured on the second inflation at 6atm for 66 seconds. The procedure was completed with another of the same device. No patient complications were reported.